Event description:
The account's maintenance stated the lift operations show a problem with stuck button on the hand controller. The lift runs up and when he takes his finger off the hand controller switch, the lift runs down unintentionally. If he turns the hand controller over, the lift will stop.

Manufacturer narrative:
A new hand controller was sent to the account to repair the lift.